Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Issues occurred two times during the night. Customer's sensor reading was between 30 to 40 mg/dl and both times. Customer current blood glucose was 245 mg/dl. Troubleshooting was performed as customer had switched out the sensor as it had alarmed sensor end. Customer stated as far as he knew the sensor was not bent or kinked but he wasn't really looking for that. Customer agreed to return the device for analysis.